Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the 8mm force bipolar instrument tip cracked off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a piece from the distal end of the instrument detached and was separated in the spd washer, but there was no other physical damage at the distal end. Issues noted included a broken cable and a frayed cable, while the jaw was neither broken nor bent/misaligned. No abnormalities such as dislodged or misaligned jaws, sticking grip tips, or inability to straighten the wrist were observed. There was no damage or exposed insulation on the conductor wire (black cable), and the cable remained intact. No photographic or video documentation is available for isi review, as the instrument has already been sent in for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 17.91mm x 4.85mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire from the grip tip. The instrument failed the electrical continuity test, confirming complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.